Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation coverage from her scs system. The patient also stated she did not benefit from having the system implanted. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the scs system was explanted. The issue is now resolved.